Manufacturer narrative:
Two devices were returned for evaluation. Both were determined to have a torn eyelet upon visual inspection. Tears were in the upper inside corners of each. A damaged eyelet can result in decannulation of the tracheostomy tube. Smiths medical recommends using the twill tape holder supplied with the product. The instruction for use 4.10 guard against product damage by avoiding contact with sharp edges. The reported customer complaint was confirmed. However, no definitive root cause to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.

Event description:
Information was received that the flange of a smiths medical bivona custom tracheostomy tube had torn. It was found the incorrect tracheostomy tube ties were being used. It was reported that the cotton ties provided in the box are not conducive to the patients care. They tore easily, and were cumbersome to use. A tracheostomy tube change out was required.